Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the array and sliced near the fantail prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Event description:
The recipient reportedly experienced a recurring skin flap infection. The recipient received no medical intervention as the infection resolved. The recipient's device was explanted. The recipient was not reimplanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly prescribed medication before explant surgery, however, the infection did not resolve. Additional information regarding treatment details will not be provided. The recipient's infection resolved following explant surgery. This is the final report.